Manufacturer narrative:
Covidien reference # (B)(4). Covidien has attempted to contact the customer in regards to the event. No customer response. Covidien will notify the FDA should further information becomes available.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.